Event description:
It was reported that the pump started to intermittently respond when the buttons are pressed, but now is no longer responding. The reporter claimed that the pump has not gotten wet.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.